Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 430 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include upset stomach and abdomen and back pain. Once at the hospital emergency room the patient was treated with intravenous fluids. The patient reports a diabetes educator at the hospital had changed their blood glucose target range. The patient was at the hospital emergency room for 3 hours. The patient reports after the hospital visit receiving a communication error from the pod. The patient reports they applied a new pod.